Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery for repair of an incisional hernia with implant of a ventralex st hernia patch to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect, including a small bowel resection and removal of the mesh. The patient was injured severely and permanently. The attorney alleges the patient has suffered and will continue to suffer physical pain.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, no conclusions can be made. As reported, post-implant of ventralex st mesh the patient developed a hernia recurrence and underwent surgery during which the mesh was explanted. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for repair of an incisional hernia with implant of a ventralex st hernia patch to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect, including a small bowel resection and removal of the mesh. The patient was injured severely and permanently. The attorney alleges the patient has suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with incisional hernia and underwent open repair. Per operative notes ¿a hernia sac was identified just cephalad to the umbilicus and excised. I repaired the incisional hernia with a ventralex st mesh. The mesh was completely unfurled." The knitted limb of the mesh was trimmed and sutured. Between (B)(6) 2014 and (B)(6) 2015 - patient had complaints of redness, itching, purulent drainage and pain at the incision site. (B)(6) 2015 - patient was diagnosed with recurrent incarcerated incisional hernia and underwent laparoscopic repair. Per operative notes ¿there was omentum and several loops of small bowel adhered to the mesh. I was able to remove the previously placed mesh (ventralex st) and also perform a small bowel resection.¿ attorney alleges that the patient suffered injuries, bowel loop adhesions to the mesh, dehiscence, bowel removal, pain, hernia recurrence, underwent open enterectomy, mesh replacement and the device was defective.